Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the blade of the park blade septostomy catheter was not coming out correctly. Another device was used to finish the procedure. There were no injuries or additional procedures reported.